Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer woke up with a high blood glucose of 473 mg/dl. They changed the tubing but there was no insulin coming out of it. The caller states that they could manually prime. The caller stated that the customer had not treated the high blood glucose. Troubleshooting was performed and they were able to perform a bolus. The caller declined troubleshooting for the high blood glucose. The device will not return for analysis.